Event description:
Info received indicates the mattress is completely soiled on the inside.

Manufacturer narrative:
The facility declined to have a technician investigate and will purchase a new mattress for the bed.